Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, creases fold, wear abrasion, white and yellow particles on the shell. The weight the device within specification. A visual and microscopic analysis was performed which identified striated broken on posterior. Based on the device analysis the final assessment is a striated broken on posterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: a.4., b.5., d.6b., d.9., h.3., h.6

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.